Event description:
A remedial action has been initiated to remove product from the field. Abbott point of care notified the FDA district office, 2009, of the remedial action. Through customer complaints, abbott point of care (apoc) has become aware that there are situations, involving the martel printer for the I-stat1 analyzer, where it appears that the rechargeable battery pack has overheated with or without the presence of smoke. At this time, there has been no report of any injury associated with this event.

Manufacturer narrative:
The martel printer for the I-stat1 analyzer, is a portable printer that can be set up to receive data directly from an I-stat analyzer via infra red (ir) transmission or through a data cable connected to a downloader. The battery pack can be sold individually to customers who own a printer as replacements, as of 2005. Directions for proper installation of the battery pack are provided on a technical bulletin included with each battery pack. Abbott point of care has investigated the matter with martel. Martel changed the battery manufacturer in 2008, to a firm by the name of gloso. The newer battery does not contain a fuse that serves to prevent the battery pack from overheating. The overheating condition only occurs when the battery pack is installed in a reversed polarity condition by the customer.